Event description:
While procedure in progress peripheral stent came off balloon & was deployed at iliac bifurcation (not in the intended site). Arterial access was then lost. Manual pressure held to left groin area. Pt remained stable. Md will try again the next day. Was retrieved, but device not saved.